Event description:
It was reported that this patient with a 7300tfx 25mm valve, implanted for nine (9) years and 10 months, underwent a mitral pvl closure with amplatzer device due to severe paravalvular regurgitation (pvl). Patient has severely degenerated bioprosthetic mitral valve but not a good candidate for valve replacement at this time due to concern for neo lvot obstruction. Per medical records, patient presented with dyspnea, hemolytic anemia, and nyha class iii. Pvl noted at the 7 o'clock position which was significant. There was also doming along the tips of the leaflets which may be suggestive of stenosis. There as also evidence of 2 fused in 2 open leaflet on mr. Tee showed severe pvl and moderate stenosis. Patient underwent placement of first 2 plugs being uneventful, but third refluxed into the left atrium and required subsequent retrieval. Patient was left with partial closure of the previously existing leak and remains intubated upon arrival in the ICU. Patient expired on post-operative day two (2) due to unknown reasons.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad), chronic kidney disease stage iii, hyperlipidemia, and hypocholesteremia.